Event description:
The plaintiff's attorney alleged that while the pt was undergoing dialysis treatment, the pt lost consciousness and stopped breathing as cardiac arrest had occurred. Emergency resuscitation was attempted and the pt was taken to the hospital; the pt subsequently expired after approximately six days on life support with no brain activity. It was reported that the pt expired as a result of cardiac injuries that occurred due to the administration of naturalyte and/or granuflo during dialysis treatment.

Manufacturer narrative:
(B)(4).